Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00474, 0001032347-2020-00476. Concomitant medical products: pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# 787280. Pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# j3839223. Pectus system smooth pectus bar 27.9cm (11in)(l), part# 01-3711-p, lot# j3805905. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient developed a pneumothorax and underwent emergency surgery forty-three (43) days following implantation of four (4) pectus support bars, fourteen (14) days following a revision to correct device migration of the pectus support bars, and one (1) day following an additional surgery due to pneumothorax. The position of devices was not modified during the emergency surgeries for the pneumothorax. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the initial report was forwarded in error and should be voided. This report was found to be a duplicate/continuation of the event in report: 0001032347-2020-00479.